Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor could not be zeroed before implantation. Another microsensor was used to complete the procedure causing a 30 minute delay but no patient harm.

Manufacturer narrative:
UDI: (B)(4). The component was returned for evaluation. No visible damage to the sensor, catheter material or connector were found. The device passed electronic, noise, linearity/hysteresis and signal drift tests. A review of production records for both the component and the finished good found no discrepancies. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
A review of manufacturing lot records found no discrepancies when the device was released to stock. Upon completion of the investigation, a follow-up report will be submitted.